Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 1:33 p.m., on (B)(6) 2020. The patient claimed obtaining a blood glucose result of ¿177 mg/dl¿ with the subject device which she felt was inaccurately high compared to how she was feeling and/or her normal results. The patient manages her diabetes with insulin (novolog, 50 units before meals, and tresiba, 50 units) which is amended based on a sliding scale for blood glucose results above 200 mg/dl. The patient denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at 4 p.m., on (B)(6) 2020, she began to feel ¿slightly dizzy¿ and then ¿passed out¿. The patient advised that her grandson called the emergency medical team (emt) who on arrival, tested the patient¿s blood glucose using their device, reportedly obtained a result of ¿22 mg/dl¿ and then treated her with IV glucose. The patient advised that after an hour of administering IV glucose, the emt tested her blood glucose again with their device and obtained a result of ¿120 mg/dl¿. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing. The csr also noted that the patient did not have control solution available to test the subject meter at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and required treatment from a health care professional for an acute low blood glucose excursion after obtaining the alleged inaccurate high blood glucose results with the subject device.